Event description:
The following has been reported: "[error] 30 - timekeeper. Defective cpu board was diagnosed on the device. This defective part replaced. Quality control performed after repair, device is functional and safe." Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no issue has been found. Device log was not provided, therefore no review could be performed. The subject device (model agilia sp mc cz, serial number (B)(6)) was not sent back to our laboratory for analysis. However, the suspected cpu board was returned as a spare part. Upon reception, the subject part was submitted to a visual inspection and tested in an agilia sp device in order to confirm the reported defect. During the visual inspection, nothing was observed. Then, during the test, the error 30-0002 was triggered which confirms the reported event. Error 30 is caused by a clock drift on time keeper, when pump is switched on or during infusion. Based on available information, the root cause of the reported event is likely due to an oscillator issue on the cpu board. An internal CAPA has been opened in order to investigate this issue. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.